Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was unresponsive and customer thought he it had water damage. Customer stated that insulin pump had crack on back part. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using [thus] due to blank display. Pump was cut open to perform visual inspection and found severe moisture damage on the [pcba 1 j6 & j7 / pcba 2 j1 / force sensor / motor / harness assembly vibrator] was found. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, broken belt clip rails, cracked case battery tube, cracked case corner of belt clip rails, cracked battery tube threads, and cracked end cap. Blank display was confirmed during analysis due to severe moisture damage on the [pcba 1 j6 & j7 / pcba 2 j1 / force sensor / motor / harness assembly vibrator]. Alleged cosmetic damage confirmed where cracked case battery tube, cracked case corner of belt clip rails, cracked battery tube threads, and cracked end cap was noted during inspection. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.